Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device was not returned to baxter, therefore no sample evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter (B)(4) regarding an incident of increased intraperitoneal volume (iipv). The hp reported that the homechoice machine (hc) displayed high drain 101 programmed ((indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The hp stated they were connected to the machine. The last fill volume equaled 200ml. The hp stated that the initial drain alarm was not changed and the hc went to fill 1 without draining themselves. The hp stated that did not have negative effects and they have already spoken to their renal unit. On (B)(6), baxter contacted the hp concerning the reported problem. The hp verified that the alarm was a high drain 101. They stated that they did a solo bag fill and the initial drain alarm was not adjusted accordingly so the machine could move into fill 1 prior to the patient getting a complete drain. Their normal last fill cycle was 200ml but they did a manual fill with 2000ml which was not normal for them.

Manufacturer narrative:
(B)(4). This complaint for an iipv-adult was confirmed and the root cause was determined to be a use error with initial drain alarm setting inappropriately programmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.